Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the usb port was damaged and unable to charge the pump. The customer attempted to use multiple usb cables and reported still having difficultly charging the pump. Additionally, it was reported that the pump touch screen had ink blots. Reportedly, the ink blots blocked some of the graphics and text on the screen. The customer's blood glucose level was not impacted. The customer confirmed that an alternate method of insulin delivery was available.